Event description:
Info received indicates the nurse call is not working.

Manufacturer narrative:
The technician found the communications cable was frayed. He replaced communications cable to repair the bed.